Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00044, 0002648920-2020-00077, 3007963827-2020-00045, and 3007963827-2020-00046. Concomitant medical products: articular surface medial congruent (mc) right 10 mm height catalog#: 42522100810 lot#: 64375815, femur cemented cruciate retaining (cr) narrow right size 9 catalog#: 42502006602 lot#: 64339169, tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 64355680. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, approximately two months later, the patient experienced pain and stiffness that required a manipulation under anesthesia and an injection. This issue was noted to be resolved two weeks after the manipulation and injection, with no further intervention.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of study. Report states that standard surgical technique was followed and no adverse events occurred after surgery. One-month office visit notes (dated:(B)(6) 2019) states that patient had active flexion 80/ extension 0; passive flexion 90/ extension 0. Patient also reported having worst pain and moderate stiffness. Patient underwent manipulation under anesthesia on (B)(6) 2019. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.